Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. The moment the device was powered up the device started double beeping. It was recommended to replace the downstream sensor.

Event description:
Information was received indicating that the cadd legacy 1 pump displayed a double alarm that there was no cassette attached. The issue occurred during testing.